Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Device originally implanted on an unknown date in (B)(6) 2008. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a posterior fusion procedure done with the universal spine system (uss) at levels l3-l5 on an unknown date in (B)(6) 2008. The patient had a hardware removal and was revised on (B)(6) 2015, due to adjacent level disc disease at level l2. All hardware except for two screws were removed to extend the construct to level l2. The patient's hardware removal consisted of 4 of 6 screws, 6 collars, 6 nuts and 4 rods also 2 additional screws were placed at level l2. All removed hardware was replaced with new implants. There were no reported fragments or delays, the procedure was completed successfully. This is report 17 of 20 for complaint (B)(4).